Event description:
Pt called to report on her left baxter saline breast implant. She stated that her left implant was implanted 26 years ago, and sits on top of the muscle. She said she has been having severe pains in her left shoulder, which she believes to be caused by her implant. Pt stated that she fells something small, round and disk shaped in her left breast implant and said it feels deformed. She said she was told by a physician that she has a disease called "reoccurring neoplastic disease." She stated she asked another physician to have her left implant removed, but was told that nothing was wrong with the implant. She also stated she does not have cancer and has never had cancer. She then reported that her right baxter saline breast implant causes her pain as well, however, this implant sits under the muscle. Pt stated her right breast implant was implanted in 1999. She said she would like them both removed.